Event description:
The customer is calling to report that a pt was tested with a result of 118mg/dl on the accu-chek inform meter in comparison to a 37mg/dl lab result. The results were obtained within 10 minutes. The caller reports that the pt was treated with oj if he was conscious or d50 if he was unconscious. The pt received a delay in treatment. New system sent to customer and return requested.